Event description:
Spontaneous rupture of left breast implant in 2001. Pt desires replacement. Also noted severe wrinkling and rippling on right breast, therefore, bilateral removal and replacement of implants.